Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. We are currently in the process of obtaining further information from the hospital to determine if the complaint rt021 catheter mounts caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that two rt021 catheter mount tubings have "cracked" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mounts were not returned to fisher & paykel healthcare for investigation. Without the complaint devices or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a crack would have failed the pressure test. This suggests that the complaint catheter mounts were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - check all connections are tight before use - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that two rt021 catheter mount tubings have "cracked" during use. No patient consequence was reported.